Event description:
After an implantation period of approx. 53 months, an increased rv impedance was observed via homemonitoring. During the subsequently scheduled follow-up oversensing in the ventricular channel was observed. The lead was explanted.

Manufacturer narrative:
In the returned state, the lead had been cut through 15 cm distal of the df4 connector pin. A proximal and a distal lead fragment were available for analysis. An extraction aid was wrapped around the distal lead fragment. The returned fragments were visually inspected. It is probable that the lead was cut through during the extraction. During the analysis, multiple signs of wear were seen at the lead body. The insulation was damaged by abrasion, especially in the distal area (distal fragment). A fracture of the conductor leading to the ring electrode was detected in this area. This damage is with high probability the cause of the pacing impedance being measured outside tolerances. The position and characteristics of the abrasion lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. In addition, deformations of the fixation and the rv shock coil were found during the inspection, which are probably a result of the extraction process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.